Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, the tibial plate handle had a missing screw and could not attach to the plate. There was no patient involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned sizing plate handle exhibited signs of repeated use (nicked/gouged), the device was disassembled and the piston had fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A corrective and preventative action investigation for this issue identified that the lever was not appropriately designed to withstand the repeated loading stresses and the device was subsequently redesigned. As the device was manufactured prior to the design change, the root cause is attributed to be the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.